Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation, the device ran in the wrong mode when slight pressure was applied. There was no pt involvement or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation, a running in the wrong mode condition was found and then reported. Based on the investigation details, the likely cause was problems with e-box, which was replaced along with other components.